Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy. The physician believes that the implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) as ventricular fibrillation (vf)/fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.